Event description:
It was reported that the patient had to go through continuous reprogramming to regain stimulation coverage. The patient underwent an explant procedure where all device components were removed. The explanted devices were not returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred on the date of explant. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7087142.

Event description:
It was reported that the patient with a spinal cord stimulation (scs) system had to go through continuous reprogramming to regain stimulation coverage. The patient underwent an explant procedure where all device components were removed. The explanted devices were not returned as they were kept by the medical facility.

Manufacturer narrative:
B1. Corrected to capture adverse event and product problem. D4. Updated to include the UDI for the primary component. H6. Corrected to include impact codes of inadequate treatment and reprogramming of device and device code of application program problem. Block b3: exact date unknown, event occurred on the date of explant. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Investigation summary: the implantable pulse generator (ipg) and lead were not available for analysis; therefore, no physical or visual analysis of the products could be performed. The reported device performance allegation cannot be confirmed. Device history record (DHR): the device history record (DHR) confirmed that both ipg and lead met all material, assembly and performance specifications. Labeling review: a labeling review was performed for the ipg and it was identified that device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure are a known risks of implanting an ipg as part of a spinal cord stimulation (scs) system. Based on the information available, no physical or visual analysis of the product could be performed, and the reported observations have been identified as known risks in this type of procedure; therefore, a conclusion code of known inherent risk of device was assigned to the ipg investigation. Additionally, based on all the available information, a conclusion code of cause not established was assigned to the lead investigation.